Event description:
It was reported that during a surgical procedure the tip of the permanent cautery hook instrument began smoking. The instrument was removed from the pt and the planned surgery was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.